Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event with a lowest glucose of 69 mg/dl for approximately 20 minutes after a period of gradually elevated glucose that occasionally exceeded 180 mg/dl but remained below 190 mg/dl, while using the ilet bionic pancreas for about a year. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included resolution of the low with oral glucose tablets, which the user self-administered; the spouse provided verbal instruction only. Investigation included troubleshooting of recent use conditions, including confirmation of recent supply change with temporary disconnection during fill tubing, recent meal announcement just before the meal with matched carbohydrates, no recent changes to targets, weight, bg run mode, time settings, or medications, no exercise, no additional insulin outside the system, no ketone testing, and no medical intervention. Investigation of this case revealed that the cause of the low blood glucose remained unclear; an overcorrection by the algorithm after preceding elevated glucose could not be ruled out, and no device malfunction, alerts, or alarms were identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.